Event description:
It was observed that during the device evaluation, the subject device exhibited gall stones were stuck in basket temporarily but the stones were eventually freed from the basket and the lithotriptor was withdrawn and broken of the tube sheath break. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a probable root cause could not be identified. Based on the confirmation result of the device and the investigation results in the past, a likely mechanism causing the reported event might be the following: due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. Due to the described above ¿1¿, the misalignment of the coil occurred at the coil sheath. The occurrence of 2 above increased the sliding resistance between the basket wire and sheath, and the basket is clogged with the gallstone. The tube sheath broken may have been caused by the use of a scissors-like device. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.